Manufacturer narrative:
(B)(4). The customer reported the device displayed the error code 00001 (slow defib charge). This error code is accompanied by the defib failure - cycle power message/instruction. There was no pt involvement. The local philips fse evaluated the device and found no trouble with the device. The device passed all testing and was returned to service. Since the symptom could not be duplicated, we cannot determine the cause of the customer's reported symptom. Based on the customer's report, however, we are considering this a malfunction.

Event description:
The customer reported, the device displayed the error code 00001 (slow defib charge). This error code is accompanied by the defib failure - cycle power message/instruction. There was no pt involvement.